Event description:
The customer reported generation of erroneous patient results for sodium (na) involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the au480 clinical chemistry analyzer. The fse identified the failure mode as multiple hardware malfunction. The fse replaced the solenoid valve assembly, valve assembly, and ise (ion selective electrode) mix motor to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No further issues noted after part replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).